Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown surgery while using the harmonic ethicon/ ace+ laparoscopic shears/ advanced hemostasis/ 5mm diameter/ 36 shaft length, the instrument broke inside the pt. The surgeon removed the instrument but a small piece was retained in the pt. During the procedure, while taking pictures from the stryker camera/ screen, the surgeon noticed and found the broken part of the instrument which was removed safely from the pt's body. It is unknown if another like device was used to complete the procedure. There were no patient consequences reported.